Event description:
Vcare device came apart upon removal of uterus from pelvis cavity. We reassembled the device on the back table after retrieval, making sure that all the components were present. We compared it to a different packaged vcare to make sure everything was there.